Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 5.1, cubie pocket failed to open. A field service engineer (fse) pulled the station out, inspected the drawer controller board, powered the station off, disconnected the bus cable, removed the back of the drawer, disconnected all connections from the drawer controller board, removed and inspected the board, then reinstalled it. After reconnecting all connections, reassembling the drawer, and reconnecting the bus cable, the station was powered back on. The customer logged in, recovered the storage space, and tested the cubie function, confirming that it was working properly. Pocket d3, had failed to open and could not be recovered. A field service engineer pulled the station out, inspected the drawer controller board, powered the station off, disconnected the bus cable, removed the back of the drawer, disconnected all connections from the drawer controller board, removed and inspected the board, then reinstalled it. While servicing the station, the fse also noticed that the helmer refrigerator was producing fan noises. The fse pulled the refrigerator out, removed the side panel, inspected the fan motor for any obstructions or rubbing, and then replaced the side panel after completing the inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.